Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited unspecified sensing issue. The lead was not used as a single-chamber pacemaker was implanted instead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of unspecified sensing issue was not confirmed. As received, a complete lead was returned. Electrical testing and visual inspection and x-ray examination were normal.